Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, externalized conductors were observed via fluoroscopy. Increased pacing lead impedance and capture threshold were also noted. The lead is planned to be explanted and replaced.

Event description:
New information received indicates that the lead was explanted and replaced.